Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the implantable cardiac monitor exhibited loss of sensing. The device was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. Final analysis was normal. No anomalies were found.